Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent loss of capture (loc). The health care professional (hcp) would discuss with the physician. Additional information was received approximately four years later that this lv lead was explanted due to an unknown reason and was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent loss of capture (loc). The health care professional (hcp) would discuss with the physician. Additional information was received approximately four years later that this lv lead was explanted due to an unknown reason and was returned. No additional adverse patient effects were reported.